Event description:
It was reported that there was product discoloration, looks like black mold in the product. There was no patient contact, no patient injury/death, and no delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.